Event description:
Device 2 of 3. Manufacturer reference number- device 1 of 3: 1627487-2019-06832. Manufacturer reference number- device 3 of 3: 1627487-2019-06834. It was reported that the patient had ineffective stimulation. Surgical intervention took place on (B)(6) 2019 to explant the system and replace it with newer technology.